Manufacturer narrative:
A steris technician went on-site to inspect the processor but could not confirm the extent of the leak as the user facility personnel had already cleaned the area. The technician inspected the system 1e processor and found the hose clamp on the water line was not properly tightened. The system 1e processor was repaired, tested, and placed it back into service; no further issues have been reported. The steris service technician received training on the proper installation of hose clamps on (B)(4), 2012.

Event description:
The user facility reported that a water hose from a system 1e processor had disconnected, causing the unit to leak water into the room where it was located and into the ceiling tiles in the room below. No injuries were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).